Event description:
It was reported that the lead was inserted into the device header with difficulty. At the end of the implant all the electrical measurements were normal. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.